Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 359265, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following an implant procedure, the patient developed a hematoma. Symptom was weakness of the legs. The location of hematoma was unknown. It was believed that the hematoma was not device related. The patient underwent a procedure wherein the scs system and hematoma were removed. The patient was doing well postoperatively.